Event description:
No further event information available at the time of this report.

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. No product was returned or pictures provided; visual and dimensional evaluations could not be performed. Review of the device history record(s) identified no deviations or anomalies during manufacturing related to the reported event. Radiographs were provided and reviewed by a health care professional. Review of the available records identified the following: right total hip arthroplasty with possible hardware failure and movement of the acetabular cup which is seen vertically oriented on one of the images. Possible fracture of the right parasymphyseal pubic bone also seen. A definitive root cause cannot be determined. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4).concomitant medical products: item# 010000991 / item name: act artic e1 hip brg 22x36mm / lot# 205620. Item# 110024460 / item name: g7 dual mobility liner 36mm b / lot# 929920. Item# 00801802230 / item name: femoral head sterile product do not resterilize 12/14 taper / lot# 63512485. The device will not be returned for analysis due to hospital policy; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental MDR will be submitted.

Event description:
It was reported that a patient underwent a right hip arthroplasty. Subsequently, the patient has a fracture of acetabulum/pelvis caused cup to become unstable weeks post operative. Surgeon went back in to fix problem 2 months after the initial implantation. Attempts have been made and additional information on the reported event is unavailable at this time.